Manufacturer narrative:
The alarm trace included several sample short, sample clot and sample foam detection alarms. The field service engineer (fse) found a leakage in one of the tubings of the reagent probe which caused the discrepant results. The assays were shifted to the remaining measuring cell channel as a temporary solution to the issue. The issue was completely resolved when the tubing was replaced. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ferritin, elecsys ft4 iii, elecsys probnp ii immunoassay, elecsys tsh assay results for one patient sample tested on a cobas e 801 analytical unit. On (B)(6) 2021 at 4:27 pm, the patient sample was run and the initial results were reported outside of the laboratory. The physician questioned the results, which prompted a rerun of the tests. On (B)(6) 2021 at 1:14 pm, the first rerun of the same patient sample was performed. On (B)(6) 2021 at 12:46 pm, the second rerun of the same patient sample was performed. Probnp was run in channel 1 of the analyzer. Ferritin, ft4 and tsh were run in channel 2 of the analyzer. The initial ferritin result was 8.15 ng/ml, with a first repeat result of 604 ng/ml and a second repeat result of 624 ng/ml. The initial ft4 result was 0.954 pmol/l, with a first repeat result of 21.0 pmol/l and a second repeat result of 20.9 pmol/l. The initial probnp ii result was flagged < at 5 pg/ml, with a first repeat result of 43.4 pg/ml and a second repeat result of 44.4 pg/ml. The initial tsh result was flagged with a result of 0.0170 uiu/ml, with a first repeat result of 2.83 uiu/ml and a second repeat result of 2.82 uiu/ml. The probnp reagent lot number is 484593, with an expiration date of 28-feb-2022. The ferritin reagent lot number is 535700. The tsh reagent lot number is 533569 and 551796. The ferritin and tsh expiration dates were requested, but not provided. The ft4 reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) found an issue on channel 1 of the instrument. He checked the reagent probes and found an issue with the tubing. He then moved the assays to channel 2 of the instrument. The investigation is ongoing.